Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic assisted distal gastrectomy (ladg), at the time of second firing on the stomach, firing completed. However, the resected tissue surface was not very smooth, and some staples remained stretched. The resected surface was checked carefully, and separation was observed at two locations, and tissue was not stapled there. Regarding the firing speed, the speed was fast at the time of initial fire, and from fast to middle, middle to slow at the time of second fire. The procedure was completed with manual suturing. The surgical time was extended by less than 30 minutes. Less than 200 cc of bleeding occurred as a result of the issue. There was no patient harm.